Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited coating peeling on the connecting tube(more than 1 mm2). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following findings were noted during device evaluation in addition to the reported in b5: the electrical connector was corroded, the bending section was burned/cut or scratched, the bending angle in the up direction did not meet the specification due to wear of the angle wire, the water tightness was impaired due to cracks in the control unit, and the bending tube and the connecting tube were dented. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section, stress from inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.), and chemical stress from reprocessing not recommended by instructions for use (IFU) caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿. Olympus will continue to monitor field performance for this device.